Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while preparing the device for use the tubing detached from the drip chamber. A new device was used for the procedure.